Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the pump¿s black box revealed multiple time and date manual setting by a user. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 55 mg/dl with cognitive impairment. The reporter noted the patient remained on pump therapy, the pump's settings were not recently changed, and the patient did not require medical treatment above and beyond typical diabetes care management. It was reported the date was incorrectly set by the user. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed to a use error.